Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to the distribution node pca. There was a solder bridge between capacitors c783 and c784 on the distribution node pca. The root cause for the solder bridge was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that, during a patient fitting, the electrode belt was causing a service code 204 (belt/monitor unusable).